Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated morning blood glucose attributed to dawn phenomenon, with values around typically at 180 mg/dl, and infrequently exceeding 180 mg/dl, occurring approximately once per week, and the pump was described as maintaining glucose near target during these episodes with no alerts or alarms. Symptoms included hyperglycemia. Outcomes included no impact to health status and no medical intervention, hospitalization, or device replacement. Investigation included review of use conditions and troubleshooting with education on managing early-morning glucose, including referral to the healthcare provider for additional guidance. Investigation of this case revealed no device malfunction or component failure and suggested physiologic variability as the likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.